Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that as far as the patient knew, the stimulator was never in the wrong location because it worked sufficiently since it was initially put in on (B)(6) 2017. The stimulator broke after many falls that they had when they landed on their backside. The healthcare provider was able to adjust the settings after the first few falls, but then they began falling again. The patient stated that it was not exactly clear what had been causing the falls, possibly vertigo. Regarding the pain down their leg, the patient¿s back doctor thinks it is from their sciatica nerve which was caused by the problem with their back. It was noted that the patient needed additional testing to determine exactly the nature and location of the back problem, so since the stimulator was broke due to the falls, the patient requested that their healthcare provider take it out, so they could have an MRI. The patient was still experiencing the pain down their leg and in their back. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Device [(B)(4)] explanted date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the explanted date was on (B)(6) 2020.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had an explant due to needing an MRI. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported back problems and that they have fallen several times and believes she broke the stimulator system because she has experience a return of symptoms. Patient further stated she believes the symptoms returned after a fall that was sometime in (B)(6), but she wasn't confident of the month. Pt stated the most recent fall was (B)(6) 2019. Patient stated she spoke with dr. (B)(6) who did some adjustments but said if the adjustments don't resolve it then the next step would be to do a revision. Patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.